Event description:
It was reported that the insulin pump is alarming motor error during prime. Customer was instructed to perform a 5 unit cannula fill; no motor error alarm occurred. Motor error occurred twice in the last 30 days. It was stated that the case and battery compartment have cracks and the drive support cap is not broken. Blood glucose value is 171 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional tests could not be completed due to the the alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube near the reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.